Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer report number: 2017865-2021-02561. It was reported the patient presented due to an infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber implantable cardioverter defibrillator system. Their implantable cardioverter defibrillator, atrial lead, and right ventricular lead was explanted. No patient condition was reported.